Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. Laboratory testing verified the device's ability to deliver therapy. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information in (B)(6) 2008 that this patient received an inappropriate shock for sinus tachycardia (st). Technical services discussed programming options. Subsequently, boston scientific crm received information from an implant form that this device was electively explanted and replaced in (B)(6) 2010 due to normal battery depletion.